Manufacturer narrative:
The explanted lead was not returned to bsn.

Event description:
A report was received that the patient was experiencing pressure pain when the stimulation was turned on. X-ray revealed that the lead migrated. The patient underwent a lead replacement procedure and was doing well postoperatively.